Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a broken pebax. During the procedure, the contact force (cf) increased without an error code. Prior to the ablation, cf was approximately 10g. When the ablation started, cf increased to approximately 40g. The smart touch sf catheter was removed from the patient¿s body, and the tip of the catheter was checked. However, there was no char attached. The force issue occurred twenty minutes after the catheter connection. Zeroing was performed once again. The cable was re-connected and was replaced, but the issue continued. The issue was improved by replacing the catheter with another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed reddish material, under microscope inspection it was revelated broken the pebax. A force test was performed and the device was recognized and visualized correctly; however error 106 displayed on screen due to an open circuit at the tip area. Additionally, the device was dissected at the peek housing section and insufficient adhesive application on the wires was observed. This failure mode could be related to the open circuit observed during the analysis; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number 31381776l, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause for the adhesive condition is traced to the manufacturing process. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being performed to optimize actions on devices with force sensor error and adhesive issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).